Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, withdrawal resistance was experienced. The lesion was located in the mid left anterior descending (lad) artery. The lesion was moderately calcified and 85-90% stenosed. The patient presented with cypher drug eluting stent (des) in-stent restenosis in the mid-lad. The lesion was pre-dilated with an unspecified balloon two times. The physician had trouble advancing a taxus express2 des, size unspecified but was eventually able to successfully deploy the stent at 14 atms. Due to the 90 degree bend in the lad and the distal end of the cypher stent, the taxus stent could not open the lesion any further. The delivery balloon was deflated very slowly, the physician used a syringe. The balloon seemed to be stuck to the stent. The balloon was inflated to 18 atms and then again deflated very slowly, again using a syringe but still remained stuck. The physician pulled the guide and the catheter together using gentle traction for five minutes and finally was able to remove the balloon. The final stent result was well positioned and well apposed. There were no patient complications. Further information has been requested but not available at the time of this report.